Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was to be used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2022. The device was unpacked. It was noted that there was no difficulty experienced upon setting up the device; however, the scope strap was reported to be slightly short and could not fix firmly. When attempting to deploy the band outside the patient, there was obvious resistance. The band was stuck and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: medical device problem code a050501 captures the reportable event of band unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the the slack's returned position suggested that it was not taken up correctly. The trip wire was rolled, out of the spool. The handle had friction marks of the trip wire. The suture thread was in good condition and contained seven knots. The returned ligator had no bands attached, and there were three bands returned in the bag. The suture hole and the velcro strap were both in good condition. A functional evaluation was performed by rotating the handle, and it could not be rotated due to the trip wire out of the spool. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the handle had friction marks of the trip wire, the ligator head return without bands, and the handle cannot be rotated, suggesting that the bands were not deployed as expected. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the slack was not taken up correctly and the cable was rolled out of the spool, which caused the resistance and malfunction of the handle. The handle was marked where the incorrectly rolled trip wire passed. These conditions could have caused the device to not work as intended, resulting in the device being unable to deploy. It is very important to the correct operation of the device that the user take up the slack and verify the trip wire correctly, otherwise it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was to be used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2022. The device was unpacked. It was noted that there was no difficulty experienced upon setting up the device; however, the scope strap was reported to be slightly short and could not fix firmly. When attempting to deploy the band outside the patient, there was obvious resistance. The band was stuck and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.